Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was experiencing emergency backup battery (ebb) fault alarms. A left ventricular assist device (lvad) self-test was performed, and the ebb was reseated. Another self-test was performed, and the ebb was then changed. Another self-test was performed to no avail. Log files were sent for review. The event log file captured backup battery faults on (B)(6) 2024. The events appeared to have occurred after the system controller attempted a load test. The patient's system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms due to the battery not passing the load test was confirmed via submitted log files. Submitted log files revealed multiple atypical intermittent backup battery fault alarms throughout the reported event dates due to the backup battery not passing the load test. When the backup battery first did not pass the load test on (B)(6) 2024 at 07:24:33, the loaded voltage was under the acceptable threshold as compared to the unloaded voltage; the loaded voltage measured 11.473v, and the unloaded voltage measured 12.292v. This alarm did not affect the controller's ability to support the pump and the system. The pump was able to maintain speeds above the low-speed limit when the driveline was connected. Product was not returned for testing. Per provided information, the battery was reseated, self-tests were performed, and the backup battery was exchanged with no avail. Per provided information the controller was exchanged. The root cause for the reported event could not be conclusively determined through this analysis; however, a corrective and preventive action (CAPA) was opened to investigate the issue of a backup battery fault due to the backup battery not passing the load test further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.